Event description:
On 2025-nov-25 additional information was received from the patient. The patient clarified that when they said the device was not working they meant it was causing them pain. The provided no further information in regards to cause, actions, resolution, or device status.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient needed an MRI. The healthcare professional (hcp) reported that the ins was not working, per the patient, and they were going to have it explanted. The hcp was unable to clarify "not working" and was not with the patient at the time of the call. The hcp noted the patient did not have the programmer with when they came to the appointment earlier. The hcp inquired if they can proceed with the MRI if the ins is not working.